Manufacturer narrative:
Investigation conclusion update: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for lot# 367839a did not uncover any non-conformance. Lot meets release specification. Although an improper technique was identified, a root cause could not be determined without additional information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values. Patient's therapeutic range: 2 - 3. (B)(6) 2015 inratio = 1.8. (B)(6) 2015 inratio = 2.6. (B)(6) 2015 inratio = 1.6. Patient self tester could not provide dates for lab results: 2.6; 2.5; 2.5; and 2.6. All lab tests were performed within (B)(6) 2015 and (B)(6) 2015. No reported adverse patient sequela. No additional information provided.